Manufacturer narrative:
Concomitant medical products: product ID: 690r30 heart ring, implanted: (B)(6) 2013, product ID: 638bl28 heart band, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that they are short of breath when exercising and their heart rate didn't go up over 84 beats per minute. The patient was worried that the implantable pulse generator (ipg) was not working properly because the upper tracking rate is at 120 beats per minute. Attempts to obtain follow up information were not successful. The deivce remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.